Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that customer received a no delivery alarm. Customer's blood glucose was 546 mg/dl, which was treated with manual injection. After troubleshooting, customer was advised that no delivery may have been caused by set / reservoir occlusion. Customer was also advised to change infusion set and to call if issue re-occurs. No further information provided.